Event description:
It was reported that during a biopsy procedure, while the needle was inserted,the c-arm allegedly moved down without activation. The emergency stop switch was used. The technologist reported that the key switch was in the lockout position. The patient allegedly required sutures and was released.